Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with failed battery test and power off. The customer's blood glucose level was unknown. The customer states they did not received alert, prior to the device shutting off. Troubleshooting was conducted. The customer was advised to insert new recommended batteries. The customer was advised to monitor device and call back if issues persist.